Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the pacemaker stopped working and was replaced. Two attempts have been made for follow up information. Any additional relevant information received will be added to the event. No patient complications were reported as a result of this event.